Manufacturer narrative:
One opened/used enlite sensor was inspected and tested and it passed per specifications with accurate readings.

Event description:
Customer reports to have received three sensor errors. Customer's blood glucose was 45 mg/dl which was treated with orange juice. After troubleshooting, customer was advised to monitor insulin pump and sensor will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.